Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate erratic readings of ¿240 and 193 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The inaccurate erratic issue began on (B)(6) 2014 at 7:56 pm. Before the onset of the alleged inaccurate issue, the patient was tired and had a headache at 5 pm. The patient did not take any action in regards to diabetes management based on the lfs meter readings at the time of concern. The patient claimed that due to the alleged inaccurate erratic issue, the patient was tested at ¿70 mg/dl¿ and required hcp treatment with glucose tablets at the ER at around 8:30 to 10:30 pm. During troubleshooting, the patient confirmed the reported readings of ¿240 and 193 mg/dl¿ were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because, the patient claimed she required medical intervention due to the inaccurate erratic issue. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2014). The lay user/patient¿s meter has been returned on 07/10/2014 and evaluated by lifescan product analysis on 07/14/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.